Event description:
Literature: ward a, hayden s, dexter m, scheinberg a. Continuous intrathecal baclofen for children with spasticity and/or dystonia: goal attainment and complications associated with treatment. J paediatr child health. 2009; 45(12): 720-726. Summary: this article reports a prospective study of goal attainment after intrathecal baclofen (itb) therapy and a retrospective review of medical records for complications in children with spasticity and/or dystonia. Goals were assessed at baseline and goal attainment at six months post-implant. The study ran from 1999 to 2007 with a minimum follow-up period of almost 8 months. The 25 children were included in the study, and there was goal attainment date on 16 children. Reportable event: one patient experienced catheter fracture. No patient symptoms, treatment or outcome was reported. See literature article with MFR report #3007566237201001489.

Manufacturer narrative:
(B)(4)